Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device did not alert him a reminder to take a bolus. The customer¿s blood glucose during the incident was 104 mg/dl. The device did not pass audio test. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing.